Manufacturer narrative:
The customer confirmed blower temperature is too high. The customer replaced the blower and motor controller (mc) board to resolve the reported issue.

Manufacturer narrative:
Initial reporter: reporting institution name: (B)(6). Initial reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a high temperature error. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported. The investigation is ongoing.